Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer received a motor error alarm several times this morning. Customer's blood glucose went as high as 440 mg/dl. Customer treated with the pump. Customer received the alarm this morning, cleared it, and then received another alarm. Customer does not use the sensor feature and is able to rewind the pump.